Event description:
It was reported that during a laparoscopic lobectomy, the cartridge could not be loaded into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one unfired and out of its original package was received. Furthermore, the cartridge pan was noted to be partially detached from the cartridge at proximal leading some difficulties experienced during loading of the reload. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.